Event description:
Customer stated they had just started the treadmill at minimum speed. The patient stepped on the treadmill and a short time later the treadmill sped up to maximum speed. At some point the patient fell off the treadmill. Patient reported some minor soreness. The doctors checked her over several times and said she was okay. Patient refused any further treatment.

Manufacturer narrative:
Cardiac science field service engineer was dispatched to the site. He replaced a treadmill control board and interface cable. The system was tested twice in a bruce protocol with no problems found. A functional test was also completed. The original parts are being returned to the manufacturer. When further information becomes available a follow-up report will be provided.